Manufacturer narrative:
The other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The solicitors letter reported that the patient underwent revision surgery of left hip implants on (B)(6) 2017 following adverse metal reaction.